Event description:
Pt reported obtaining back-to-back blood glucose results of 407 mg/dl and 191 mg/dl, while using the suspect device. Based on the result of 191 mg/dl, pt reportedly delivered 4 units of insulin. No pt injury was rpeorted and not treatment was received. Quality control tsting had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.